Manufacturer narrative:
One opened and used sensor was inspected and the sensor was found with damage to the contact pad. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the product opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving bad sensor alarm on their insulin pump. The patient's blood glucose was at 177 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.